Manufacturer narrative:
The device was received for evaluation. During functional testing, no downstream occlusion alarms occurred. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified, however toubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when no occlusion present during an unspecified process step. There was no patient involvement. No additional information is available.